Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned with the closure device being successfully implanted in the laa of the patient. The devices were removed and at that time the patient experienced a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 600cc of blood from the pericardial space. Protamine was also given to the patient during this time. The patient was brought to the intensive care unit with the drain still in place and to be observed for the night.